Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in the distal end section of the nozzle" malfunction could not be identified, nor the foreign material type. The event can be prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿¿¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Even though the customer provided the cleaning disinfection and sterilization checklist, it remains unknown if there were any deviations from IFU in reprocessing steps for the area foreign material remained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found water removal ability does not meet the standard value due to clogging of nozzle. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, there were foreign objects in the nozzle of the colonovideoscope. There were no reports of patient involvement.